Manufacturer narrative:
The patient's lifevest was not returned for evaluation.

Event description:
A us distributor reported that a patient had received an alarm from the lifevest that caused him to fall out of bed. The patient stated that the alarm was the device telling the patient to change his batteries. The patient reported that they had pulled a muscle in their back and went to the emergency department of a local hospital. During a follow up call, the patient reported that the pulled muscle in his back was completely fine. There was no allegation that a device malfunction caused or contributed to the reported injury.